Event description:
An aus device was implanted on 8/6/91. The cuff was revised on 3/26/97. The balloon was removed from the pt and replaced on 6/6/97, reason not indicated. Ams has requested add'l info.